Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system application software was not properly starting up. A connection within the computer was cleaned and reconnected. Bios settings were reset into the computer to resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.